Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 01nov2018. Philip's service engineer (se) inspected the device. The se could not duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported that the ventilator volume was not correct. There was no patient harm reported. The event date was not specified; estimate used.